Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. As the problem mentioned by the customer is related to misuse of the product by the customer, no corrective or preventive actions will be initiated.

Event description:
On (B)(6) 2013, the patient reported that she had dropped her infusion device in (B)(6) 2013 and it cracked the display. The crack goes through the area where the basal rate is displayed and she is not able to see the basal rate clearly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.